Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem. The damaged touchscreen prevented the user interface (ui) assembly to respond to touch command.

Event description:
The customer reported the touch screen is not responsive. The customer reported patient involvement is unknown and there was no patient harn.

Manufacturer narrative:
Updated .